Event description:
Customer reports the use by date on the compact test drum as 09/2008; MFR's database and batch record confirmed the actual use by date to be 09/30/2007. No adverse event reported. Requested return of suspect device and replacement was sent.